Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse resets) was unable to be confirmed. As received, the monitor displayed a service code 105 at power up, and a service code 204 when the belt was connected. Upon investigation the monitor delivered a monophasic pulse during incoming pulse testing. It was also found that the u409 was shorted, causing the service codes 105 and 204. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. A design change to address this condition (PMA supplement (B)(4)) was approved by FDA on 11/06/2015. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.